Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed. The report indicates that: based on the given information and the results of the investigation, the complaint is confirmed as the alleged failure (broken instrument) could be identified. But the complaint is invalid from a mfg standpoint, because the measured parameters fulfill the requirements and the DHR -review gave no hints for deviations from the required production procedure. The DHR of article 309.480, lot 2325754 was checked. According to the device history records the whole lot was manufactured according to specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported when the surgeon removed tomofix plate, he tried to remove the screw with extraction conical, and the instrument broke. The surgeon separated plate with screw head from bone and screw body with chisel. He tried to remove the screw body with reamer tube. Two reamer tubes broke during this procedure. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the products were not in original packaging, inscription easily readable, scratches visible, toothing completely broken. A check of the hardness was accomplished with hardness tester. The hardness corresponds to specifications. Outer diameter was measured with micrometer gauge. Measure corresponds to specifications. Inner diameter was measured with inner-micrometer. Measure corresponds to specifications. Diameter of borehole was measured with caliper gauge. Measure corresponds to specifications. Length could not be measured due to the damages (broken toothing).the measurement of the toothing cannot be measured either as they are damaged and/or broken. Based on the given information and the results of the investigation, the complaint is confirmed as the alleged failure (broken instrument) could be identified. But the complaint is invalid from a manufacturing standpoint, because the measured parameters fulfill the requirements and no hints for deviations from the required production procedure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: all relevant dimensions were measured and found to be in compliance with specifications. Also measured hardness was confirmed to be in specifications. Also reviewing all device history records shows conformity to the print specifications as well. All lots were released after successful inspection. Therefore, this complaint can be determined as invalid from manufacturing standpoint. We have to assume that the breakages occurred due to mechanical overloading situation during removal procedure. Exceeding applied mechanical force may have caused the breakages. Manufacturing evaluation shows conformity to the specification. Mechanical overloading caused the breakage. No indication for material or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.